Event description:
No additional information provided.

Manufacturer narrative:
Customer returned 1 photo, no defective sample. The photo shows the state of the prn: the sleeve stopper is slightly loose with the shrink band, detached from the bottom housing, and the top of the sleeve stopper is dented. DHR/bhr review(lot#3171580): this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The prn batches used in this batch of products are 3177092, 3177094, review the raw material inspection records, no abnormalities. The retained sample of the complaint batch is taken for 45psi leakage test and the prn pull force test (i.e., test the separation force between the sleeve stopper and the bottom housing), and the test results meet the product specifications. Attachment for the test reports. Possible causes: the shrink band of prn may be due to abnormal raw materials, temperature or time, resulting in poor shrinkage. The small end of the sleeve stopper of prn is not sufficiently lubricated by isopropyl alcohol and is not fully inserted into the adapter. The surface of the needle attached to the prn is dry. The product is pulled by external forces after indwelling. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. The returned photo mainly shows the sleeve stopper of the prn is detached from the bottom housing. The root cause of this defect cannot be confirmed as no defective sample is received. The complaint is an individual case and the plant will continue to monitor the defect.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked the following information was provided by the initial reporter; on (B)(6) 2023. 09:20 the patient's right forearm was newly punctured with a 24g intravenous indwelling needle, and the infusion was connected. The infusion of saline was smooth. At 09:45, the escort complained that the bed unit was damp. After checking, the nurse found that there was liquid flowing out of the heparin cap of the indwelling needle and the rubber of the heparin cap. Separate from the plastic interface, and give the patient 100ml of 0.9% sodium chloride + ceftriaxone rehydration. There is about 40ml left in the bottle, and part of the saline has leaked. Replace the heparin cap and continue the infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.